Event description:
The complainant reported a (B)(6) year old caucasian female with hypotension, decreased ejection fraction (ef) 35%, and 4+ mitral regurgitation (mr). The impella cp was placed easily in the right axillary and immediately provided flows of 3.4l/min. On (B)(6) 2018, the patient's radial pulse was absent in the impella arm and fingers turned black. The impella was explanted for loss of pressure and flow and patient was given milrinone drip. Patient was stable and no other device was implanted.